Event description:
The customer reported that during first time use of this tendon stripper to perform an acl reconstruction of the left knee, the tip of the instrument broke. This breakage resulted in a 30 minute delay to retrieve the detached tip. The surgeon retrieved the device tip and completed the surgery as intended without patient injury.

Manufacturer narrative:
Investigation results: conmed linvatec received the tendon stripper for evaluation and confirmed the reported problem of tip detachment. A third party lab investigation from a similar report found evidence of hydrogen embrittlement, which can contribute to failure of the device at lower than normal stresses. In addition, the vendor conducted further investigation and confirmed that hydrogen embrittlement contributed to this failure. Remedial action (ncr 6020) and corrective actions are in process to address this failure.